Event description:
It was reported that this device declared a fault code error 1003 indicative of indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardioverter defibrillator was thoroughly inspected and analyzed. The device had no telemetry or pacing output; therefore, a review of the device memory was unable to be performed. The battery voltage was too low to support device functions. The device case was opened, and the battery and high voltage capacitors were removed so that an external power supply could be connected to the device for further analysis. A normal current drain was observed. Analysis of the battery found no root cause for the depleted battery. The cause of the premature battery depletion could not be established.

Event description:
It was reported that this device declared a fault code error 1003 indicative of indicative of battery voltage too low for the projected remaining capacity. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.